Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient marked true to allergic reaction, sensitivity, discomfort and jaw discomfort on the initial support form.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.